Manufacturer narrative:
Complaint confirmed. One unpackaged ar-5028c-08 biocomposite interference screw was received for investigation. It was identified using digital caliper ID:011 that the returned screw broke into two fragments, with one piece measuring approximately 7.33mm, and the other piece measuring approximately 15.81mm. It was noted that the method of bone preparation employed during the procedure, as well as the bone quality encountered, were not reported. As such, this event is most likely the result of improper bone preparation, off-axis insertion, and/or through prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device broke inside the patient when tightening it after a few turns. The broken piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.